Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inadvertently stopped a dexcom g7 sensor while attempting to manage their cgm, then inserted a new sensor that initially failed to pair with the ilet and triggered repeated "replace sensor now" beeping; after guided troubleshooting including toggle, restart, and reentry of the pairing code, the cgm successfully paired and displayed readings. Symptoms included no adverse clinical symptoms. Outcomes included no change in clinical condition, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and education focused on communication and pairing steps between the cgm and the ilet. Investigation of this case revealed a temporary pairing failure between the dexcom g7 sensor and the ilet that was resolved by standard connection reset procedures, indicating device communication disruption without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated sensor stop followed by transient connectivity issues resolved through standard troubleshooting.